Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose was 154 mg/dl at the time of the incident. Customer stated they were doing a tube filling when the alarm occurred. The drive support cap appeared normal, and no damaged to the device was noted. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, displacement test and rewind test. We were unable to perform occlusion test and excessive no delivery test due to prime alarm. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip.